Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during device followup high thresholds were noted on the his bundle (right ventricular (rv)) lead. The lead was capped and replaced during an upgrade procedure. It was further reported that following the rv lead revision, dislodgement was noted post operatively on the right atrial (ra) lead. The ra lead was then explanted and replaced. No patient complications have been reported as a result of this event.